Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. - 11 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact. - 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 13 events were reported for this quarter. Product return status 3 devices were received. 9 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11: 13 previously reported events are included in this follow-up record. Product return status: 3 devices were received. 10 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 11 events had the problem identified during a non-clinical procedure; there was no patient involvement. 2 events had patient involvement: no patient impact.